Event description:
The customer reported the distal end is broken/missing during reprocessing of an Olympus Cysto Nephro Fiberscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Olympus will continue to monitor field performance for this device.